Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was recovering weeks after lead implant. The patient went to a referring center two weeks ago after not feeling well and the right ventricular lead was found to be not sensing and not pacing. A x-ray examined revealed lead dislodgement and a fully extended helix. The lead was explanted and replaced. Only one helix rotation was seen from the explanted lead. The patient condition was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.